Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 and passed away in the hospital, on (B)(6) 2015. The customer's blood glucose was over 600 mg/dl at the time of admittance to the hospital. As soon as the customer got to the hospital, the insulin pump was disconnected. The doctors thought that the customer might have had an infection. The cause of death was breathing failure, respiratory failure, cancer. The customer was not wearing the insulin pump at the time of death. The customer was not using sensors and was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had cracked case at display window corner. The insulin pump did not have a battery installed when received. Data analysis: (B)(6) 2015 daily insulin total = 17.450 (B)(6) 2015 daily insulin total = 22.450 (B)(6) 2015 daily insulin total = 24.850 (B)(6) 2015 daily insulin total = 25.875u (B)(6) 2015 daily insulin total = 23.350u (B)(6) 2015 daily insulin total = 38.175u ((B)(6) 2015 13:28 pump suspended) (B)(6) 2015 daily insulin total = 0.000u.